Event description:
It was reported that insulation anomaly was observed due to twiddlers syndrome. The lead was capped. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.